Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced wide blood glucose fluctuations while using the ilet due to mis- or under-announced meals, resulting in postprandial hyperglycemia followed by device-driven correction and subsequent hypoglycemia; the event involved high glucose up to 401 mg/dl and a low of 42 mg/dl, with approximately one hour low and five hours high, and the user employed subcutaneous insulin via pen for hyperglycemia and carbohydrates (donuts and juice) for hypoglycemia. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness or diabetic ketoacidosis. Outcomes included temporary impairment requiring self-treatment only, with no medical intervention or hospitalization. Investigation included review of device data, user report, and troubleshooting with user education. Investigation of this case revealed use error related to meal announcements and pre-treatment of lows, leading to algorithmic overcorrection and glycemic variability. It was concluded that the device functioned as designed and that user handling contributed to the event; additional training and consideration of an ilet reset were recommended.